Event description:
It was reported that the leading haptic of the intraocular lens (iol) unfolded during the time of lens delivery into the patient's operative eye, despite of loading the lens properly in the cartridge. The unfolded leading haptic has created a rupture in the posterior capsular bag and weakened the zonules. The doctor explanted the lens in the same procedure as there was a rupture in the bag. The patient underwent vitrectomy after the removal of the lens and another competitor lens was used as the replacement iol. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.